Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a fortrex balloon to treat a severely calcified lesion with cto (chronic total occlusion 100%) in a distal arteriovenous fistula. Lesion length and diameter were 50mm and 12 mm, respectively. IFU was followed and device was prepped without issues. A non-medtronic inflation device was used. The device passed through a previously deployed stent and severe resistance was felt during withdrawal and excessive force was used. It was reported that the balloon burst occurred below rated burst pressure (rbp). Pressure. The physician tried to withdraw but felt that something got stuck and then forced the balloon to pull out with little bit of power. Afterwards, the balloon split by three pieces. The procedure was completed using another hp balloon.

Manufacturer narrative:
Additional information received: balloon burst occurred at approximately 4-5 atm. All fragments were retrieved. This resulted in injury to the avf. The device was not returned for evaluation. The customer provided two photos of the damaged fortrex. Both photos were similar showing the damaged components from approximately the same angle and focal point. The photos provided show the fortrex separated into three separate pieces. The pieces included the catheter shaft, manifold assembly and distal balloon segment of the catheter. The catheter shaft and distal balloon segment showed traces of blood throughout. The catheter shaft in the photo was evaluated and the proximal marker band was observed. The distal fracture occurred distal to the proximal marker band. The proximal fracture face of the catheter shaft was flat and rounded. The photo of the manifold assembly showed no damage or anomalies to the manifold however, the catheter shaft was fractured distal to the strain relief of the manifold assembly. The fracture face showed rounded edges and appeared flat. The distal balloon segment showed the balloon had a radial fracture. The distal tip and distal end of the balloon found no damage, however the balloon showed signs of buckling and showed blood within the balloon. There was no visibility though the balloon where the blood was identified. The catheter shaft exposed beneath the balloon showed buckling. The fracture face of the distal segment was ductile. It should be noted the distal marker band was not identified, but the visualization of the marker band was likely blocked from the balloon filled with biologics/blood. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.